Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the programmer recorder monitor (prm). Product analysis indicated that the display was not working and the top half of the inverter was melted. The inverter and inverter cover was replaced. The programmer then passed all incoming functional tests with a known good inverter.

Event description:
Boston scientific received information that the programmer recorder monitor (prm) screen was black and would not power up. The field representative mentioned that the programmer appeared to try booting up but had black screen. The programmer will be returned for analysis. No adverse patient effects were reported.